Event description:
It was reported there were coupling and/or communication issues. It was noted the use of antenna locate (al) feature did not result in a recharging screen. The patient last felt stimulation the day prior to this report; the patient was unsure if he felt stimulation that night because he was also experiencing a headache. The patient's last successful recharging session was 2 weeks ago. It was noted the patient normally recharged every 2 weeks. The patient had noticed over the last few weeks that he was experiencing more headaches even while stimulation was turned on. The patient had increased his stimulation but it still had not helped his headaches. There was no known accident or incident related to the event. A power on reset (por) condition was reported later the same day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient's device was overdischarged. The number of previous overdischarges, if any, was unknown. It was unknown if the patient was receiving effective therapy or not. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).